Manufacturer narrative:
Examination was not possible as no product was returned. The initial report states that there was nothing found wrong with the tibial component, the tray as well fixed and the poly intact. The investigation did not find any evidence of product contribution to the reported pain. The need for corrective action was not identified. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address pain in the knee.